Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that nsln was detected due to t-wave oversensing. Review of session records confirmed the field experience. The device was reprogrammed. The device remains implanted.